Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called into philips requesting repair of the device. Additional information has been requested.

Event description:
This emdr is a duplicate of MDR number 1218950-2020-03780.

Manufacturer narrative:
This emdr is a duplicate of MDR number 1218950-2020-03780. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.